Event description:
It was reported to depuy acromed that a cage cracked upon insertion. The surgeon left the cage implanted. There were no adverse consequences to the patient. The lot number was not reported so no further evaluation could be performed. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated as the instructions for use contained in the packaging of this product states that "excessive torque applied to the long-handle insertion tools attached to the threaded insertion holes or direct application of loads of the threaded or small area of the I/f cage component can split or fracture the cage implants." Surgeons should ensure that excessive torques are not applied to these devices during insertion or manipulation.